Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an inflow cannula malposition. The patient experienced low flow alarms on a regular basis. The team asked for the low flow software to be installed on the patient's system controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there was no plan in place for the inflow cannula malposition. The patient was asymptomatic. The low flow alarms resolved with the software update.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malposition could not be confirmed through this evaluation. Additionally, the reported low flow alarms were confirmed through the evaluation of the submitted log files. According to the account the low flow were related to the inflow cannula malposition. The controller event log file contained events from 03jul2024. Transient low flow alarms were captured which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were observed, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number mlp-038823, and no further events have been reported at this time. The relevant sections of the device history records for mlp-038823 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pi, the IFU states that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.